Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave amplitude, episodes of non-sustained oversensing, crosstalk, and far-p oversensing were observed. Lead damage was suspected. The device was explanted and replaced. After device replacement, intermittent far-field p-wave oversensing was observed. Provocative testing was performed without a result. Lead replacement was suggested.